Event description:
Co received information that this device was part of a legal action and the male patient passed away. Previous information received one year ago via a physician follower report had notified our company of this patient's passing, and there were no allegations against device functionality at that time. Boston scientific has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory, insignia microcrystal failure mode 1 population (9/2005).

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On september 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march, 2004. This device was manufactured before march, 2004 and is included in this population. Co does not have sufficient information to determine that this device behaved in the manner described in the advisory.